Event description:
The customer reported platelet (plt) background issues on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse observed small micro bubbles in the red blood cell (rbc) diluent dispenser pump during activation. The fse replaced the rbc diluent dispenser pump to resolve the plt background issue. (B)(4).